Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 450 mg/dl. The customer also reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump was returned for analysis.